Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead was advanced far enough into the target vessel that the proximal marker was inside the bifurcation. The lv lead remained in positon while the inner and outer catheters were cut away. The lead was not tested at this point as there was only the one suitable vessel for lv lead positioning so it was tested through the device once connected. Lv threshold measurements in all configurations were high or in some vectors no capture could be obtained. Fluoroscopy showed that the lv lead had pulled back, although the lead still remained within the vein. A threshold of 4.5v @ 2 msec could be obtained with lv vector tip - rv. This threshold remained stable overnight when the post-op test was performed in the morning. Therefore, the output on the lv lead was programmed to 6.0v @ 2msec. No adverse patient effects were reported.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead was advanced far enough into the target cvessel that the proximal marker was inside the bifurcation. The lv lead remained in positon while the inner and outer catheters were cut away. The lead was not tested at this point as there was only the one suitable vessel for lv lead positioning so it was tested through the device once connected. Lv threshold measurements in all configurations were high or in some vectors no capture could be obtained. Fluoroscopy showed that the lv lead had pulled back, although the lead still remained within the vein. A threshold of 4.5v @ 2 msec could be obtained with lv vector tip - rv. This threshold remained stable overnight when the post-op test was performed in the morning. Therefore, the output on the lv lead was programmed to6.0v @ 2msec. No adverse patient effects were reported. It was reported that review of stored tachycardia therapy episodes noted probable loss of capture (loc) on this left ventricular (lv) lead with tachycardia therapy. Technical services (ts) discussed previous documented high lv threshold measurements with the physician. No further assistance was requested. No adverse patient effects were reported. No adverse patient effects were reported. This device remains in service.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead was advanced far enough into the target cvessel that the proximal marker was inside the bifurcation. The lv lead remained in postion while the inner and outer catheters were cut away. The lead was not tested at this point as there was only the one suitable vessel for lv lead positioning so it was tested through the device once connected. Lv threshold measurements in all configurations were high or in some vectors no capture could be obtained. Fluroscopy showed that the lv lead had pulled back, although the lead still remained within the vein. A threshold of 4.5v at 2 msec could be obtained with lv vector tip - rv. This threshold remained stable overnight when the post-op test was performed in the morning. Therefore, the output on the lv lead was programmed to6.0v at 2msec. No adverse patient effects were reported. It was reported that review of stored tachycardia therapy episodes noted probable loss of capture (loc) on this left ventricular (lv) lead with tachycardia therapy. Technical services (ts) discussed previous documented high lv threshold measurements with the physician. No further assistance was requested. No adverse patient effects were reported. No adverse patient effects were reported. This device remains in service. It was reported that the patient presented to the hospital in heart failure. The lv lead was again noted to have chronic high threshold measurements and intermittent loc. A venogram was performed and showed an occluded left subclavian vein. Surgical intervention was then performed. The lv lead was surgically abandoned. A new lead was successfully implanted in a deep septal position and was connected to a lead extender and tunneled across to the pocket on the left chest where it was connected to a new cardiac resynchronization therapy defibrillator (crt-d). The existing crt-d remains implanted, however, electrically abandoned. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.